Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that as soon as they filled it and put the reservoir in the insulin pump pit start leaking all over. The troubleshooting was performed. The customer was advised to return the reservoir for analysis. The customer has no longer the reservoir for analysis. The customer wants to see if she qualify for the medtronic insulin pump.